Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that customer was hospitalized twice in one day. Customer was being treated for drug and alcohol and was not eating, which caused high blood glucose. Customer was taken to the hospital on (B)(6) 2016. Customer was treated and released. Customer was wearing insulin pump at the time of hospitalization. Customer was taken back to the hospital on the same date for high blood glucose again. Customer's insulin pump was removed in the hospital and was treated with manual injection. Troubleshooting could not be performed as customer was not available with insulin pump.